Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that since today, the patient said that all-of-a-sudden, the therapy had turned off by itself and the setting would change by itself. The patient said they had to keep on turning it on, noting that when they received the implant yesterday, the manufacturer representative (rep) had to turn it down to 0.7 and today, the patient had to double it. Patient services attempted to ask clarifying questions, however the patient kept on responding that they knew the information. Patient services reviewed therapy information, including healing time factors, as well as reviewed the function of the external devices, and during the call, the patient connected to the implant, confirmed the therapy was on and that the set ting was at the number that they had set it to. For the future, the patient was going to monitor and connect to the device if they believed that the therapy had turned off. Patient services again reviewed that the stimulation sensation could change and the patient was redirected to have their internal device checked at their follow up appointment. The patient checked and said their follow up appointment was in 3 months and patient services redirected the patient to confirm with the hcp office and request an earlier appointment so that the device could be checked.